Event description:
Pursuant to info received from the physician, the smooth saline device was received with the inner and outer thermoform seals stuck together and was not used for that reason. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.